Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no reported impact to the customer¿s blood glucose level as they declined to provide this information. Technical support confirmed that the issue persisted even after instructing the customer on proper button pressing techniques and removing the pump's case. The customer reverted to an alternate method of insulin therapy.